Event description:
It was reported that impedance readings were greater than 4,000 ohms on all of the bipolar pairs. The ins battery was 3.64 volts. The default test values were increased and the impedance test was run again. The impedance readings were greater than 4,000 ohms on all of the unipolar pairs. The default test values were, again, increased and an impedance test was performed at 3.5 volts and 450 pulse width (pw). The impedance readings were still greater than 4,000 ohms. The pt felt slight stimulation at 8.5 volts. When the ins was checked, the programs were set at factory settings. It was noted that the pt underwent a medical test (a "strong x-ray"). No further details, pt symptoms or outcome were provided. Additional info was requested but not received at the time of this report. A f/u report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).